Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. Attempts were made to obtain additional information regarding the event (e.g. Operative report, discharge summary, etc.); however, due to patient privacy regulations, no additional information could not be obtained. The device history record (DHR) review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted on the same day of implant. Unfortunately, the reason for explanting the device was not provided. According to the surgeon, the reason was not related to the edwards device; there was no device malfunction.